Manufacturer narrative:
It was reported that a 60-year-old male (170-190 lbs) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The device evaluation was completed on 05-nov-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thmcl smtch sf catheter. Per the event, several tests were performed. The force, magnetic and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male ((B)(6)) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During the procedure, the physician thought that he felt a steam pop when applying radio frequency energy with the thermocool® smart touch® sf bi-directional navigation catheter. They did not observe any pericardial effusion by ultrasound at that time and the procedure was continued and subsequently completed. Then post op the patient developed a cardiac tamponade and was brought back to the lab where a pericardiocentesis was performed in which 500 cc's was removed from the pericardial space. The patient was stable and transferred to the critical care unit for observation. Additional information: the physician¿s opinion on the cause of this adverse event was procedure related. Patient outcome of the adverse event was improved after ultrasound check, he will be sent home today if clear, stayed overnight. The patient required extended hospitalization because of the adverse event. Originally sdd, ended up staying tuesday and wednesday night for observation. Transseptal puncture was performed with a baylis transeptal needle for atrial fibrillation portion of the procedure; however, this was during a typical cti flutter ablation on the right. Physician had heard a noise he thought could be a steam pop, checked cti with ultrasound and indicated he did not see anything troubling. Irrigated catheter was used in the event and the flow setting: flow setting was 15. The correct catheter settings were selected on the generator and the pump was not switching from low to high flow during ablation. Smart ablate had system error 2616 and 2560 earlier on, called in tuesday to technical services. Reboot had fixed long before start of cti line. Occasional 400 level magnetic distortion errors based on fluoro position which is common at this hospital and are resolved early in case. Force visualization features used: graph, dashboard, vector & visitag with visitag module parameters for stability: 2 mm, 3 sec, 25%/3, tag size 2 mm and respiration adjustment. Color options were used prospectively: other impedance 5-10. The physician had checked with ultrasound after the sound occurred and indicated that there was no issue. The isthmus looked fine, which was interpreted as there had been no steam pop. Just an odd noise in the room. By the time the patient experienced symptoms, the staff had discarded the boxes and staff did not notify the bwi representative until 2 days later. At this point, the bwi representative retrieved the catheter from their biohazard bin, but was unable to retrieve catheter data. It was believed to be a thermocool® smart touch® sf bi-directional navigation catheter.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-oct-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).